Event description:
It was reported that the lead exhibited less than 100 ohms impedance, and inappropriate automatic mode switching due to oversensing. The lead was capped and replaced.

Manufacturer narrative:
Na